Event description:
The customer reported that the power shut off during an examination and since then he has not been able to turn in back on.

Manufacturer narrative:
(B)(4): investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.